Manufacturer narrative:
A customer in uruguay notified biomérieux of obtaining discrepant results - underestimated for 1 patient with - vidas tsh (ref 30400; no lot# indicated) in comparison with another method. The customer was unable to submit their sample for investigation, nor did they have the lot number in question recorded. Without the lot number or any of the customer isolate to test, it is not possible to find the root cause of this issue. The complaint laboratory observed 7 internal samples, on 30 different batches of vidas tsh ref 30400. The analysis of the control charts showed that all results are within specifications. All vidas tsh lots are in the same trend . The package insert for vidas tsh (ref..30400) contains the following information in the section for limitations of the method: "interference may be encountered with certain sera containing antibodies directed against reagent components. The results of a tsh assay must be interpreted as part of a complete clinical profile. In case of discrepancy, this assessment must be completed by thyroid hormone measurement. Range of expected values euthyroid: 0.25 - 5 iu / ml. Hyperthyroid: <0.15 iu / ml. Hypothyroid:> 7 iu / ml. These figures are given as a guide; it is recommended that each laboratory establish its own reference values from a rigorously selected population. Performance. Studies performed using vidas tsh gave the following results: measurement range: the measurement range of the vidas tsh kit extends up to 60 ¿iu / ml. Analytical detection limit: defined as the smallest concentration of tsh which is significantly different from the zero concentration with a probability of 95%: 0.05 ¿iu / ml.". According to the data mentioned above, we did not highlighted any evidence for reconsideration of vidas tsh performances.

Event description:
On (B)(6) 2021, a customer from (B)(6) notified biomerieux of obtaining results below the detection limit (underestimated) when testing a patient sample with the vidas® tsh assay, (ref. (B)(4), lot # unknown). The customer reported that this result did not coincide with the clinical presentation of the patient. The test was repeated with another method and was reported to be normal. The alternative method test was not specified by the customer. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Note: reference (B)(4) is not sold or distributed in the united states. However, there is a similar device, u.s-only product reference, (B)(4).